Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2016, a 5 mm diameter mesh exposure occurred on the front wall bladder neck side. The patient underwent mesh resection and colporrhaphy procedure in the outpatient department. After that, the patient was cured and there was no sexual pain felt.